Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing episodes of dizziness and increasing heart rate at approximately the same time every evening. The right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.